Event description:
It was reported that a patient was reprogrammed by a company representative the previous day. The patient's stimulation would jump f rom 2.10v to 2.85v, sometimes while she was moving and sometimes while she was standing still. It was reported that that stimulation was supposed to cover her hips and legs, but it was not quite covering the hip. It was possible that the 'adaptive stimulation' was causing the stimulation change, but it that doesn't explain why stimulation would change while the patient was standing still. The orientation of the device was upright. No further information about this event was reported.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).